Event description:
Doctor reported "c-qur v-patch repair (B)(6) 2011. Recurrence noted 1-2 months ago ((B)(6) 2013) and patient had been symptomatic for two months. At operation, what appeared to me to be hypertrophic reaction around the mesh was noted, and orange fluid oozed out when grabbed that appeared to be the fish oil coating. Mesh removed and new pro-lite (sub-facial) repair done." Had a laparoscopic cholecystectomy, the repair with the v-patch. Ventral recurrent hernia. Hernia was midline, trocar sight 2-6cm. Mesh position - retro-rectus (behind the muscle.)

Manufacturer narrative:
This report is still under investigation. Atrium medical consulted an independent clinician on this event. He stated that in the absence of cultures it is difficult to call this an infection. The mesh was in situ for almost two years. There appears to be no documentation of drainage, wound erythema, pain or fever. The peri-graft fluid might be a sterile abscess or a loculated seroma fluid with some 03fa within it. It appears to be a recurrence with an incidental find of fluid. Upon completion of the device investigation, a follow up report will be submitted.